Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review was performed. The sample was returned to the manufacturer for evaluation. The investigation confirmed the alleged malfunction and the investigation also confirmed complete blockage and nonstandard device issues. Manufacturing deficiency was found to be the root cause for this event. The device is labeled for single use. H10: g4, h6 (device code, method code). H11: g1, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062 implantable port allegedly experienced failure to infuse. This information was received from one source. This event did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.

Manufacturer narrative:
The device was returned for the one malfunction. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062 implantable port allegedly experienced failure to infuse. This information was received from one source. This event did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.